Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the lead. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be reopened if additional information becomes available.

Event description:
It was reported this atrial lead was capped due to high thresholds. The device was actively implanted for approximately 7 years.